Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause was unknown. The patient was treated with fortum intraperitoneal injection (ip) (250gram in each bag for 14 days) and vancomycin (2gram) 1st day and 7th day (route not reported) for peritonitis and the regimen was continuing. Patient outcome was unknown.